Event description:
A customer contacted physio-control to report that their lifepak 15 unit shut down twice while working on a patient. In this state the device may not be able to deliver defibrillation therapy if needed. There was patient involvement but no report of associated patient harm.

Manufacturer narrative:
Root cause was unable to be determined. No parts were replaced. The device is currently archived by stryker.

Manufacturer narrative:
Physio-control performed an initial evaluation of the device and was unable to duplicate any issues. The customer was recommended to remove the device from service and physio continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
A customer contacted physio-control to report that their lifepak 15 unit shut down twice while working on a patient. In this state the device may not be able to deliver defibrillation therapy if needed. There was patient involvement but no report of associated patient harm.